Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood and in the balloon and lumen. An inflation device filled with water was used to inflate the device to rated burst pressure (rbp). Water was found streaming from the balloon. Microscopic inspection revealed a longitudinal burst, 10 cm in length. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection of the tip found no irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the 1st inflation, the balloon ruptured. The procedure was completed with a different size sterling balloon catheter. No patient complications were reported and the patient's status was good.